Event description:
Admitted on (B)(6) 2016 with suspected pump thrombosis. Ldh levels were elevated. Vad interrogation revealed lvad functioning normally. Pt placed on heparin infusion. Patient listed for heart transplant on (B)(6) 2016. Lvad replaced on (B)(6) 2016. Diagnosed with stroke on (B)(6) 2016, patient expired on (B)(6) 2016. Patient believed to have recurrent pump thrombosis.